Event description:
It was reported that during service at the manufacturer the micro sagittal saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that during service at the manufacturer the micro sagittal saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly, the motor including the sockets were corroded.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.